Manufacturer narrative:
Concomitant product/therapy / unknown implant date.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. There were no patient complications.

Manufacturer narrative:
Concomitant product/therapy c2/d10: unknown implant date.

Manufacturer narrative:
Concomitant product/therapy c2/d10: unknown implant date. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinders and pump underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. No anomalies were found with the cylinders. The pump did not pass the deflation test. Based on the information available and analysis results, the deflation issue identified in the pump could have caused or contributed to a mechanical issue, however, no leaks were found during the evaluation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. There were no patient complications.